Manufacturer narrative:
(B)(4). The devices remain implanted and are not available for analysis. Also was involved: plc271200j/ 13494022 UDI# (B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2015, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. A minor endoleak was found by the final angiography, and it was judged as a type ii endoleak. No treatment was given, and a wait-and-see approach was taken. On (B)(6) 2022, a reintervention was performed as a follow-up examination showed a persistent type ii endoleak and an aneurysm enlargement (an unknown amount). Also, sealing of the right distal side was lost due to the aneurysm enlargement. It was reported that the type ii endoleak caused the aneurysm enlargement, and this caused the dilation of the distal part. Therefore, two additional contralateral leg components were implanted in the right side and the treatment area was extended into the external iliac artery. Then, an aneurysmorrhaphy and a ligation of lumbar arteries were performed by the open surgery. The patient tolerated the procedure.

Manufacturer narrative:
H6: code c19- a review of the manufacturing records for the devices verified the lots met all pre-release specifications. The devices remain implanted and are not available for analysis. Also was involved: plc271200j/ (B)(6), UDI# (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include but are not limited to aneurysm enlargement and endoleak. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. The amount of aneurysm enlargement was requested but remains unknown.